Event description:
It was reported that a merlin.net transmission was received indicating that the device was at eri. On the day of device replacement, the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. A longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage was premature battery depletion. The root cause of the low battery voltage could not be determined.